Event description:
The customer contact reported a delay of critical therapy during an alarm condition. It was reported that the triple channel device was delivering vasopressin, levophed, and milrinone. No programming parameters were provided. After an unspecified length of time, it was reported that the device alarmed a "terminal malfunction" and all three channels stopped delivering. It was reported, that the alarm could not be cleared or silenced. At that time, the nurse quickly retrieved another device and resumed the therapies. The customer contact reported that the patient became very hypotensive while the device was being exchanged. No blood pressure results were provided. The customer contact reported the vasopressor were off less than 5 minutes. No further event details were provided. During testing at the user facility, the device was received with the lockout switch was in the locked position and the device passed all testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.